Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 1.5 years post-implant if was reported that the pt had a constant audible alarm on the system controller; however, no alarm message was displayed. The alarm was not able to be silenced and all the symbols on the system controller were lit up. It was also reported that the system controller was extremely hot. The pt exchanged the system controller and received a "batteries loading" message therefore, the pt switched back to his primary system controller and all the alarms were gone. The pt went in for a routine visit at the hospital and the vad coordinator replaced the system controller. The pt is at home and is reportedly doing fine.

Manufacturer narrative:
The patient remains on lvad support with the pump. The manufacturer is attempting to acquire the suspect system controller for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.